Event description:
A healthcare professional reported left side seroma and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued phone number (e1): (B)(6). Continued fax number (e1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of seroma-late / capsular contracture was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported left side seroma and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late : unable to confirm as it is a medical event not related to the device. Additional observations: observed opening striated on anterior side assessed as surgical damage.. Observed, broken sharp on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported left side seroma and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device